Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j220 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j220 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Section 2-8 of the cellex operators manual (1470070c) on anticoagulant states "caution: each patient may require a different dose of heparin than what is recommended to prevent bleeding after treatment or the formation of clots during treatment. The doctor must review the patient's medical condition, the medications he is taking and his platelet count at the time of treatment and use clinical judgment to determine the optimal heparin dose for each patient." The root cause for the clotting observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #17: return pressure alarm and observed blood clotting in the return line, collect line, return bag and the blood filter. The customer reported approximately 1094 ml of whole blood processed when they aborted the ecp treatment without returning residual blood within the kit to the patient. The customer stated the patient was in stable condition. The customer did not return the product for investigation.